Event description:
(B)(6) premature infant in the nicu for treatment of anemia had a uvc line placed. The uvc line stopcock was found with a crack and patient lost approximately 10 ccs of blood. Hct remained stable post incident.